Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mcs tip cover accessory involved with this complaint and completed the device evaluation. Failure analysis did not confirm/replicate the reported issue. The tip cover was installed on an in-house monopolar curved scissors instrument and driven on an in-house system without any issues and did not fall off during testing. The tip cover accessory was found to have gouges at the proximal end of the accessory. Gouges measured approximately 0.063" - 0.107" in length. No material was found missing. This failure is typically associated with mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the monopolar curved scissors (msc) tip cover accessory fell into the patient. At the end of the procedure the instruments were being removed. When the mcs was being removed the tip cover accessory came off and got stuck inside of the cannula. The tip cover accessory fell inside of the patient and was retrieved immediately. It was reported that nothing was retained within the patient. The customer visually inspected the tip cover accessory and noted no visible defects. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) contacted the site robotics coordinator and additional information was obtained about the complaint: there were no difficulties installing the tip cover accessory to the monopolar curved scissors instrument. No lubricant was used to install the tip cover. Resistance was felt upon removal of the monopolar curved scissors instrument through the cannula; this is when it was noticed that the tip cover fell off. The wrist of the monopolar curved scissors instrument was straightened before being removed through the cannula.